Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) crossed over during the implant procedure. Additionally, the patient found the tenacio pump hard to use. Two months later, a surgical intervention was performed to remove and replace the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is ((B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration and tissue damage are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration and the reported patient symptom are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) crossed over during the implant procedure. Additionally, the patient found the tenacio pump hard to use. Two months later, a surgical intervention was performed to remove and replace the ipp. No additional patient complications were reported.